Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
The patient experienced adverse events on different days with the same device. The following reports are being submitted:(B)(4). In reference to (B)(4): no term available for device operated within specification.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. Data was provided for evaluation. Loss of connection was confirmed, however, the device operated within specification. A probable cause could not be determined. No additional event information is available. It was determined that loss of connection was related to the mobile application. It was reported that the operating system for the smart device was not a supported system. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.